Event description:
It was reported by service report that the motion controls are not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lockout feature on the footboard was enabled.